Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information received, the investigation determined that the reported difficulty and subsequent treatment appear to be related to operational context. It is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported cuff miss. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was venous closure of the left common femoral vein with a prostyle device using the pre-close technique via a 10f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the suture was not present when the plunger was removed (a cuff miss occurred). The suture of one new prostyle device was successfully pre-placed. The sheath was upsized to a 16f, and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.